Event description:
Cell saver was being used in the "fill" mode. After processing approx 1.5 liters there was an acute and total failure of the bowl. The bowl fractured and sprayed the entire contents (250 cc) out of the system, covering the operator, the disposable components and the machine. Equipment was changed without further incident.